Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms). X-rays were taken and the physician reported that the lead appeared to be disconnected from the generator. No known interventions have occurred to date.

Manufacturer narrative:
Date of event; corrected data: additional information indicates that the event occurred on the date of implant. Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient had a few ¿hard¿ seizures that consisted of falling to the side and inability to talk. The seizures were approximately five minutes long. The epileptologist stated that there was no significant change from the patient¿s usual baseline levels and that the patient¿s seizures were about the same. X-rays were taken and were reported by the epileptologist to be unremarkable. The patient was given additional medication. Further follow-up revealed that the patient underwent surgery on (B)(6) 2014. The lead pin was re-inserted into the generator head and multiple diagnostic results showed lead impedance within normal limits. The patient¿s devices were not replaced.

Event description:
Additional information was received stating that the vns patient¿s device was expected to be programmed off following the high impedance observation. Patient trauma was not reported that may have caused or contributed to the high impedance. The patient was referred for surgery but no known interventions have occurred to date. X-rays were provided to the manufacturer for further review. The generator appears in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears not fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause high lead impedance is due to incomplete lead pin insertion.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin not fully inserted past the connector block of generator. Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional.